Manufacturer narrative:
This is one event (death) of two events reported on the same patient involving two separate products and associated with mdrs 1225714-2014-02311, 1225714-2014-02312, 1225714-2014-02313 and 1225714-2014-02314.

Event description:
The plaintiff's attorney alleged that on or about (B)(6) 2011 the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2011 after the use of the product.